Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Insulin pump received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the arrow buttons were not working correctly. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the up and down arrow keys and the act button had to be pressed with a lot of force in order to work. The insulin pump at times will turn off and back on and that there were no alerts on the insulin pump. The customer also stated that the battery cap was stripped. The customer also stated that the time was moving forward. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.